Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal rupture and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On unspecified date, the patient presented with increased mr with a grade of 4 due to a ruptured chord. The physician indicated this led to progression of disease. The clip was noted to be stable in place with no single leaflet device attachment. Two additional clips, one lateral and one medial to the previously implanted clip were placed, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the worsening mr appears to be due to the ruptured chord; however, a definitive cause for the mitral valve injury could not be determined in this case. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.